Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: evaluation revealed that the keypad cover is intact and all keypad buttons respond normally. The keypad cover was removed and there was no contamination under the contacts. Investigators were unable to duplicate the complaint. The battery compartment is cracked below finger pad and moisture is observed in battery compartment. The display is dim/fading/reddish. The pump case was removed and no further moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.